Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that they got a no delivery alarm. The customer got a new insulin pump recently and had just changed the infusion set. The customer tried to give herself 6.8 units of bolus but was unable to because she received a no delivery alarm. The customer's blood glucose level was 231 mg/dl. The customer performed a 5.0 unit fixed prime test and the insulin was able to exit without incident. It was also noted that the customer had a bent cannula. The customer did have a lot of scar tissues. The customer will be sent a replacement for her infusion set.